Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had an insufficient grip. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The reported issue of "insufficient grip" was not confirmed by failure analysis. The instrument was tested for its functionality and no issues were found. Although the reported issue was not confirmed, the additional findings indicates that the device may have contributed to the customer reported issue.